Event description:
Procedure performed: unknown event description: after incision the trocar was by rotating movements and appropriate pressure placed in the abdominal wall. By passing the tissue, a peace of the sleeve was broken off. The surgeon removed the peace out of the patient by using a grasper. The surgeon first removed the trocar, than he used a grasper to remove the peace out of the patients abdomen. Than he open a new trocar and placed it without problems. No clinical impact. Type of intevention: opend a new trocar and placed it without problems. Patient status: no injury or illness occured.

Manufacturer narrative:
Wip [correction] updated section d1. Brand name and d4. Primary unique device identification (UDI) number.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear fragment. Visual inspection confirmed the complainant¿s experience of a cannula tip fracture. The clear fragment was identified to be part of the cannula tip. Based on the condition of the returned unit, it is likely that the cannula tip fracture was due to instrumentation coming into contact with the tip and/or excess force was exerted on the tip during the procedure. It is also possible that the cannula tip was more susceptible to fracture. A historical trend analysis and review of production records was performed and no relevant documentations were identified. [Correction] updated section d1. Brand name and d4. Primary unique device identification (UDI) number.

Event description:
Procedure performed: unknown. Event description: after incision the trocar was by rotating movements and appropriate pressure placed in the abdominal wall. By passing the tissue, a peace of the sleeve was broken off. The surgeon removed the peace out of the patient by using a grasper. The surgeon first removed the trocar, than he used a grasper to remove the peace out of the patients abdomen. Than he open a new trocar and placed it without problems. No clinical impact. Additional information received from an applied medical representative via email 18oct24: the break occurred on the tip of the sleeve. The trocar was inserted like recommended by rotating clockwise with no difficulty in inserting. The break was considered a clean break. Yes, the break caused particulation with all pieces retrieved. The trocar was not used with a robot. There was no instrument inside of the cannula at the time of the incident. Type of intervention: opend a new trocar and placed it without problems. Patient status: no injury or illness occured.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: after incision the trocar was by rotating movements and appropriate pressure placed in the abdominal wall. By passing the tissue, a peace of the sleeve was broken off. The surgeon removed the peace out of the patient by using a grasper. The surgeon first removed the trocar, than he used a grasper to remove the peace out of the patients abdomen. Than he open a new trocar and placed it without problems. No clinical impact. Type of intervention: opened a new trocar and placed it without problems. Patient status: no injury or illness occured.